Event description:
Patient self tester alleges precision issues. Discrepant low 1/14: inratio = 4.1, lab = 5.0 (5 min) - patient's therapeutic range 2.6 - 3.4.

Manufacturer narrative:
Investigation pending.